Event description:
It was reported that the patient had an infection, and it was superficial on the skin. Symptoms of fever and nausea were noted. The physician believed that the infection was not device or procedure related. The patient was prescribed with an antibiotic and was doing well.